Manufacturer narrative:
(B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2015 as part of the (B)(6) clinical study. On (B)(6) 2015 the patient underwent the second bronchial thermoplasty treatment performed in the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2015 following the bt procedure, the patient experienced an asthma exacerbation. The patient was treated with methylprednisolone and hospitalization was prolonged due to the event. On (B)(6) 2015 the asthma exacerbation had resolved and the patient was discharged from the hospital. Baseline spirometry values: visit date: (B)(6) 2014, post-bronchodilator, fev1: 3.28, fev1 % predicted: 97.00, fvc: 4.00, fvc % predicted: 101.00.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2015 as part of the e7086 bsc bt registry clinical study. On (B)(6) 2015, the patient underwent the second bronchial thermoplasty treatment performed in the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2015 following the bt procedure, the patient experienced an asthma exacerbation. The patient was treated with methylprednisolone and hospitalization was prolonged due to the event. On (B)(6) 2015, the asthma exacerbation had resolved and the patient was discharged from the hospital. Baseline spirometry values visit date: (B)(6) 2014. Post-bronchodilator fev1: 3.28 fev1 % predicted: 97.00 fvc: 4.00 fvc % predicted: 101.00 **additional information received on 28sep2017** the patient was also treated with antibiotics. **additional information received on 14nov2017** the antibiotics were given prophylactically.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2015 as part of the (B)(6) study. On (B)(6) 2015 the patient underwent the second bronchial thermoplasty treatment performed in the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2015 following the bt procedure, the patient experienced an asthma exacerbation. The patient was treated with methylprednisolone and hospitalization was prolonged due to the event. On (B)(6) 2015 the asthma exacerbation had resolved and the patient was discharged from the hospital. Baseline spirometry values: visit date: (B)(6) 2014: post-bronchodilator fev1: 3.28, fev1 % predicted: 97.00 fvc: 4.00, fvc % predicted: 101.00. Additional information received on 28sep2017. The patient was also treated with antibiotics.